Event description:
.

Manufacturer narrative:
Device # 3: investigation is complete. Attempts are being made to have the product returned for eval. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00041, 00042. This event occurred in (B)(6).